Event description:
It was reported to boston scientific corporation that during a trans obturator sling procedure, to place the obtryx mesh sling system, the physician pearced the bladder. The physician did not follow the recommended 45 degree angle insertion of the trocar. He used a horizontal approach during each of the three attempts, each resulted in perforations to the bladder. The procedure was aborted and an indwelling catheter will remain for approximately 3 days until the bladder heals. Cystoscopy confirmed that bleeding had ceased on it's own. The patient is reported to be fine. It was reported that this was the physician's first time using this device. During the procedure, the physician indicated did not like the curve on the needle. The physician did not state that the perforations were a result of his technique and not associated with a device failure.

Manufacturer narrative:
The device has been disposed of by the user facility, therefore, no device evaluation can be conducted, and the relationship of the device to this event will be undetermined.